Event description:
Suspected blood clot at site affecting waveform's and pressure's readings. Medication titrated based on readings. Site cleaned and dressing changed. After assessing the catheter, a bubble was noticed coming from the catheter. A hole in the catheter was identified by the hub of the catheter. No previous issues at time of initial insertion on previous day. A new catheter was placed on opposite side. Readings within normal range after placement.